Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the initial (b1). Additionally, to provide information received through follow up (B)(4). Correction to the initial b1 as the product problem was inadvertently selected and is not a reportable malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event "locking lever did not work, could not hold the distal end. That led to delay of procedure." Occurred due to the components to keep the joystick in the holding state came off in the control unit; subsequently, the release lever did not work and could not hold the distal end. As for cause of the components coming off, it is possible that the control unit had irregular load while the user was handling the subject device, which made the glued area of the components peel off. Therefore, the non-reportable device malfunction could have led to the procedure delay. However, a specific root cause of the procedure delay could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained through follow-up: the endoeye just came back from repair, the user took it out of the box and noticed it was not repaired. The device was not used in any procedure or on the patient.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. The forceps elevator lever tension was not to specification and the brake bending angle return function was faulty as the brake lever is damaged and has rotated towards the opposite side of the control body. Additional findings include the following: the distal end adhesive had an uneven edge; there were minor marks on the insertion tube; and the light guide tube was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that during the unknown standard procedure, the locking lever did not work and the camera did not hold on the endoeye flex 3d deflectable videoscope. They were able to complete the procedure however the patients urethra was cut, and another surgeon had to intervene and fix the patients urethra. This also caused a clinical delay of around 3 to 4 hours.